Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. An intraoperative video was provided and reviewed by depuy commercialized product development which confirms the reported event. The root cause of the complaint cannot be definitively determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Dr-002788 has been undertaken to investigate further depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). During the cementation, the cement didn't adhere above the tibial component. As consequence of this the tibial component was totally mobilized although the polymerization was completed. The cement adhered only above the bone. The surgeon due to this issue completed the intervention by doing a second polymerization with a new cement above the strate (of cement) previously applied.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.